Manufacturer narrative:
Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a revision or this atrial lead was being performed for an unspecified reason. The helix was retracted and the lead was moved to new position. The helix would no longer extend after multiple attempts and the lead was removed from service and replaced. No additional adverse patient effects were reported.